Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the device had infused too fast. There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of pump module infused too fast was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the event was reported to have occurred on 21 november 2023. The event time was not reported. ¿ on 20 november 2023 between 8:45 am and 2:11 am on 21 november 2023, the pcu event log showed the pump module received one (1) remote IV message for ¿drugid= 649¿ ¿unknown drug¿ and the user then restored the previous infusion rate three (3) times for a primary infusion at a rate 10ml/hr. The infusion was started. ¿ on 21 november 2023 at 10:10 am, the pcu event log showed the pcu, and the suspect pump module were powered on and was assigned channel a. The user selected ¿no¿ to ¿new patient.¿ the profile in use was identified as ¿adult.¿ ¿ on 21 november 2023 at 10:19 am, the pump module was selected, and the user then restored the previous infusion rate of 10ml/hr with a vtbi of 61.357ml for a primary infusion. The infusion was started. ¿ at 11:08 am, the pump module alarmed for ¿occluded patient side¿ and was restarted a minute later. ¿ at 11:32 am, the pump module alarmed for ¿occluded patient side.¿ ¿ at 11:36 am, the pump module was channeled off. ¿ at 2:07 pm, the pcu was powered off. ¿ the total primary volume infused for the primary infusions was calculated to be 11.546ml. ¿ review of the pcu event log could not determine why the initial programmed primary infusion, scheduled to infuse for 6 hours and 8 minutes, was instead terminated early after infusing for 1 hour and 9 minutes. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not identified as a result of the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, g04037, c0601, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had infused too fast. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had infused too fast. There was patient involvement, but no harm.